Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the jaws was secured on the tissue, even the surgeon pressed the green button and was able to squeeze the handle, the device was not able to fire.